Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for pain stimulation experienced multiple issues, including the controller malfunctioning by not turning back on and exhibiting irregular behavior, and the implant not charging properly, with the device showing extremely low battery, displaying a red indicator, not charging for 30 seconds, and already at 30% charge. The patient reported not feeling stimulation in their back and stated they had fallen twice recently. The patient indicated a need for magnetic resonance imaging, which had not yet been performed. Troubleshooting steps included checking for visible damage to the recharger, controller compartment pins, controller port, and battery pack pins, with no visible damage found. The controller was reset with an ac power supply, after which it powered on and displayed a green blinking light. The controller showed 70% recharging and the implant at 50%. The patient was guided through adjusting stimulation in multiple groups and was able to increase stimulation but did not feel any effect. The patient was instructed to start a charge session, and the implant recharged with excellent quality at speed level 4. No error messages were reported during charging. The issue was not resolved, and the patient was redirected to their healthcare provider for further evaluation.